Manufacturer narrative:
Although, the device was requested to be returned multiple times for evaluation. It has not yet been received. E1: full phone number: (B)(6).

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The clave's additive port reportedly. Snapped off. Resulting in an unspecified drug/infusate leakage at the location of the device's clave, during a patient's infusion. The set was replaced and therapy resumed without any problem. There was no harm to the patient as a result, of this complaint/event.

Manufacturer narrative:
A picture was returned showing a burrette with a torn semi-rigid adaptor under the blue clave. The clave can be seen still attached by a portion of the adaptor. The complaint of leakage can be confirmed based on the returned image. The probable cause of the observed damage is due to unintentional bending forces applied during use. One used list #142730490 plum 150 ml burette set attached to a bag spike adaptor w/ spiros. No damage or anomalies were observed. The set was air pressure leak tested per specification. No leakage was observed. The complaint cannot be confirmed based on the return sample however it can be confirmed based on the returned image. A lot history review could not be conducted because no lot number(s) was/were identified.